Manufacturer narrative:
Implant regio 24 fractured. Construction was a implant retained dental bridge. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis discovered no material problem.

Event description:
Implant fracture.